Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material could not be determined as device was not returned. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has been returned and the evaluation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The gastrointestinal videoscope was returned to olympus and there was foreign material inside the scope. No patient harm was reported. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Event description:
The customer reported that the nozzle was found to be clogged during preparation for use. There was no patient affected by the event.

Manufacturer narrative:
This supplemental report is being created to include additional information received. The following sections have been updated: b5, d9, g2, h4 and h10. During further device evaluation, the following was identified: the angulation was out of tolerance, the bending section cover glue was separated, the nozzle unit was clogged, the plastic distal end cover was scratched, and the insertion tube was snaking. The customer followed all reprocessing steps per the instructions for use and the hospital does not have any issues in regard to reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.